Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and based on the obtained information, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. This issue is addressed in the instructions for use (IFU): instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object that came out of nozzle. There were no reports of patient involvement.